Event description:
A malfunction was reported with the display showing "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any issues returned.